Event description:
Additional information received reported that the patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The lead and stimulator was replaced on (B)(6) 2019.

Manufacturer narrative:
Continuation of d11: product ID 3889 lot# unknown implanted: (B)(6) 2016 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 3889, lot# unknown, implanted: (B)(6) 2016, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that no action was done on the lead. Only the stimulator was replaced on (B)(6) 2019.

Event description:
Additional information received reported that x-ray showed no lead fracture identified. There was still a stimulator dysfunction and impossible to connect with stimulator. There was a stimulator replacement on (B)(6) 2019 and the event was considered resolved on (B)(6) 2019. It was not sure if the device was returned.

Manufacturer narrative:
Concomitant medical products: product ID 3889 lot# unknown; implanted: (B)(6) 2016; product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot# unknown, implanted: (B)(6) 2016, product type: lead. Phone number: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) for a clinical study reported communication issue with the stimulator and the stimulator doesn't respond. Factors that may have led or contributed to the issue was a return of urinary incontinence since (B)(6). Diagnostics included a radiology exam that was done and the event was continuing. The outcome reported that it was continuing. The investigator assessed the event as not serious, the relatedness to the procedure and device was missing. Relevant medical history includes neurologic urinary incontinence and pollakiuria since 2014. Additional information was received from a health care provider of a clinical study via a manufacturer representative reporting that no action was taken yet as of (B)(6) 2019, further radiologic exam was planned. The event was still considered ongoing. Additional information was received from a health care provider of a clinical study via a manufacturer representative reporting that the patient experienced a fall skiing, and had issues with the ins afterwards. An x-ray was done in (B)(6) 2019. Change of the ins was planned. The event was assessed as no serious, not related to the procedure, and related to the ins. No further complications were reported/anticipated.